Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an infection was noted at the implantable pulse generator (ipg) pocket site when physician tried to replace the device at a regular replacement schedule. The patient was treated with intravenous antibiotics. The ipg system remains in use as the physician wanted the infection to resolve before performing the replacement procedure. No further patient complications have been reported as a result of this event.